Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci hysterectomy procedure, one part of the tenaculum forceps instrument does not function and stays open. The instrument was removed and a short metallic fiber was visible at the wrist of the instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was missing in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found that the distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. An additional observation not reported by the customer was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. It was concluded that the indentation damage was likely due to mishandling/misuse. No other damage was found.